Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number:(B)(6). A philips remote service engineer (rse) provided the customer with a replacement speaker assembly to resolve the issue. A good faith effort response (gfe) noted the device was completely out of sound and there was a speaker inoperative message present. The gfe response confirmed the device has returned to working specification. Based on the information available in the case and gfe response, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported the device has a defective speaker assembly. The customer would like a replacement speaker. The device did not give sound at the time of the event. The device was not in use on a patient at the time of event, there was no adverse event reported.